Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available

Event description:
Patient was revised to address pain. Update rec'd 06/23/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had an elevation of his ion levels along with fluid accumulation in his left hip. Prior to being revised the patient was having a clicking and grinding noise in their hip. Upon revision the patient was found to have metal on metal tissue reaction, metallic synovitis, and a pseudotumor. At this time the patient's femoral stem is being added to the complaint and reported. The complaint was updated on: 07/16/2015.